Event description:
The pt was revised because of loosening.

Manufacturer narrative:
Examination is not possible, as the device was not returned. Review of provided pt x-rays is unable to conclusively determine a root cause for the report. A complaint's database searches made on product lot 2297152 identified no similar complaints received previously. Based on the investigation, the need for corrective action is not indicated. Monitor through trend analysis.